Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition since this is a stay-in unit. The device does meet specification for the reported condition. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation (B)(4). Correction: the software version was inaccurate in the initial medwatch report. The accurate user interface module master software version is 5.08.92, categorized as remediated.

Event description:
During the product evaluation at baxter of another report, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.